Manufacturer narrative:
E1 - phone number-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error e238 (a scope communication error), an absence of white balance, and no image when the olympus autoclavable camera head was connected to the stack during inspection. No patient involvement was reported.